Event description:
It was reported that this inflatable penile prosthesis (ipp) was not working properly. Two weeks later a revision surgery was performed, upon examination a crack in the pump connecting tube was found. The device was explanted and replaced. No patient complications were reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) underwent a thorough analysis. Both cylinders were visually inspected and underwent leak testing. Both cylinder kink resistant tubing (krt) were cut down to the input tube junction, and they were not returned for analysis. Both cylinders had wear at a fold in the middle. The first cylinder had fluid leakage due to a hole in the outer tube of the proximal end consistent with sharp instrument damage. In addition, the first cylinder also had frayed fabric threads in the proximal end consistent with sharp instrument damage. The second cylinder exhibited fluid leakage due to a hole in the proximal end caused by a sharp instrument. The reservoir was visually inspected and underwent leak testing. The reservoir tubing was cut down to the strain relief junction and it was not returned for analysis. The reservoir had wear at a fold in the reservoir shell; however, it did pass leakage test. The pump was visually inspected and underwent leak and functional testing. The pump tubing was cut down to the strain relief junction and it was not returned for analysis. Bodily fluid was found within the pump for which it could not be functionally tested; however, the pump passed leak testing. Analysis could not confirm the reported clinical observations; therefore, a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that this inflatable penile prosthesis (ipp) was not working properly. Two weeks later a revision surgery was performed, upon examination a crack in the pump connecting tube was found. The device was explanted and replaced. No patient complications were reported.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.